Event description:
It was reported that (2) devices were used during a laparoscopic nephrectomy. It was reported by the affiliate that both the er320 and er420 instruments clips would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt. Both devices were discarded.